Manufacturer narrative:
The cobas e 801 module serial number was (B)(6). The investigation determined that the reagent performed within specifications. Per product labeling: all initially reactive samples must be retested in duplicate using the elecsys anti-hbc ii assay.

Event description:
There was an allegation of questionable elecsys anti-hbc ii results from the cobas e 801 module. The initial result was 0.276 coi (reactive). The clinicians requested repeat testing as this was an unexpected result. On (B)(6) 2025, the result was 1.38 coi (non-reactive). On (B)(6) 2025, the repeat result was 1.44 coi (non-reactive).